Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure due to too much movement with leads and patient's coverage would change in positions. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.